Manufacturer narrative:
Tech found the bed was empty and the battery would not hold a charge. Replaced battery to resolve this issue.

Event description:
Allegation that the battery will not hold a charge.